Event description:
According to the reporter, during a robotic laparoscopic inguinal hernia procedure, the thread of the suture broke. It occurred when passing needle through the loop. They opened a new device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 suture and 1 needle. Microscopic inspection of the loop noted material transfer which is an indication that the loop was welded. This serves as evidence that the loop was broken under tension; however, since the sample was received with the loop open, the force required to break the loop cannot be determined. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.